Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented that due to the length of implant, the volume of blood ingress on the proximal conductor, and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. It was also observed that the anchoring sleeve was cut. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.